Manufacturer narrative:
(B)(4). The lot was manufactured between march 25, 2014 ¿ march 26, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation: the device was received for evaluation. During visual inspection a white particle measuring approximately 0.60 mm in size was observed floating in the fluid within the bladder. Fourier transform infrared spectroscopy determined the particle to be acrylic material. The reported problem was verified. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a small volume intermate was observed to have particulate matter inside the bladder. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.